Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 4.0 mm x 20 mm x 135 cm (4f) sterling¿ balloon catheter was advanced for dilation. However during inflation before the nominal pressure, the balloon ruptured. No patient complications were reported.